Event description:
The pacemaker was implanted in 2017. Reportedly, an alert stating that the estimated residual longevity was 7 months was remotely transmitted. The pacing outputs were set to 3.5v in the atrium and 2.5v in the ventricle. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted in 2017. Reportedly, an alert stating that the estimated residual longevity was 7 months was remotely transmitted. The pacing outputs were set to 3.5v in the atrium and 2.5v in the ventricle. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).